Event description:
Ascensia breeze 2 blood glucose monitoring system. The product does not dispense a test strip when operated as instructions and company states in its manual. It jams constantly, thus prevented me in testing my blood sugars at a time when I felt I was dangerously low! I had another brand name glucose meter and was then able to check my sugars and found them low, and took immediate action. The company response to this was to send me more test strips to compensate me for the ones that jammed, but in later use these also jammed. I have complained to bayer and thus have had no feed back. Dates of use: 2008. Diagnosis or reason for use: diabetic.